Event description:
Revision surgery the pt's 36/-4 head dissociated from the baseplate with the retaining screw intact. The surgeon believes the head taper dissociated in vivo.

Manufacturer narrative:
The original incident reported was the patient's 36/-4 head dissociated from the baseplate with the retaining screw intact. The surgeon believes the taper dissociated in-vivo. The original surgery was performed on (B)(6) 2011, and the revision surgery was performed on (B)(6), 2012. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have caused the dissociation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned explants were examined with a 5x magnifier and measured. The baseplate was not returned for examination. The retaining screw was observed to be in excellent condition. There was no evidence of thread damage and the component screwed and unscrewed properly in a fit check with a sample baseplate. The glenoid head, 36mm, -4mm had an undamaged and smooth convex surface. There was a small amount of dried body fluids or tissue adhering to the base and morse taper zone. There is no visible damage to the morse taper zone. The socket shell and cavity of the socket insert were in good condition. The circumferential outer rim of the socket insert had a significant amount of erosion on the inferior side and up to .10" of the uhmwpe depth was missing. A review of the device history records showed no non-conforming material report associated with this product. A review of the product complaint report history shows prior complaints for this part number. There were no product defects identified in those complaints that would have led to the glenoid head to baseplate dissociation as in this product complaint. The root cause was the rsp baseplate to glenoid head dissociation six months after the initial surgery. The root cause for the dissociation cannot be determined with confidence. There had been an improper orientation between the socket insert and the glenoid bone/baseplate, as seen by excessive wear on the inferior side of the insert circumference. It is unknown whether the uhmwpe wear occurred before or after the dissociation. No product defects were detected. A review of the device history records and product complaint report history showed that the explanted devices met material, design, and manufacturing requirements.